Event description:
It was reported that the patient had a rejuvenate revision weeks ago and presented with infection. Took out and put in spacer.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident hemispherical solid bk 56mm; cat# 500-01-56f; lot# 39241201. Mod con dist stem 15 x 155 mm; cat# 6276-7-015; lot# caxnb14c; 23mm mod rev hip body/bolt stdcomponent level 9006-1-023; cat# 6276-1-023; lot# 43072002; delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 42965502; it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: clinician review of the provided records was inconclusive due to the limited information provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing or sterile lot. Conclusions: the event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
It was reported that the patient had a rejuvenate revision weeks ago and presented with infection. Took out and put in spacer.